Event description:
It was reported that the biomed had an arctic sun device that was not cooling, chiller temperature (t4) was 33 degrees, chiller tank was empty, gave part number and price for a new mixing pump to do in house.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to faulty mixing pump. Chiller temperature (t4) was 33 degrees, chiller tank was empty. Tech support gave part number and price for a new mixing pump to do in house. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural.

Event description:
It was reported that the biomed had an arctic sun device that was not cooling, chiller temperature (t4) was 33 degrees, chiller tank was empty, gave part number and price for a new mixing pump to do in house.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.